Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Blood/body fluid (not obstructed) was noted in the distal conductor. The full lead was returned.

Event description:
It was reported that the lead was removed due to dislodgement. No patient complications have been reported as a result of this event.